Manufacturer narrative:
Sjm has limited information related to the patient's medical history and is unable to form an opinion as to the relevancy of the patient's history to the event reported. Sjm defers to the patient's physician regarding medical history.

Event description:
Device 1 of 3. Reference MFR report: 1627487-2013-15874, 1627487-2013-15875. It was reported the patient was experiencing ineffective stimulation. The sjm representative met with the patient and high impedances were observed. Reprogramming efforts were unsuccessful and afterwards the amplitude was auto reducing. X-rays were taken and no fractures were observed. The sjm representative met with the patient again and the patient was experiencing stimulation in her ipg pocket. Also, lead diagnostics were performed and indicated normal impedances. Surgical intervention will be taken at a later date to address this issue.